Event description:
It was reported this patient was undergoing endoscopic treatment for an acute gastric bleed. The device was used and withdrawn without incident. During inspection of the device outside the patient, it was noted the distal tip appeared to be missing. Another device was used to successfully complete the procedure. The patient was stabilized and discharged at that time. The tip was not retrieved as the physician felt the tip would pass via normal peristalsis. The patient was and remained asymptomatic. The patient returned for a scheduled colonoscopy 10 days post-procedure. During the procedure, it was noted the distal tip of the device, including the needle, had not passed and was located within a diverticula. The detached segment was retrieved without incident. No patient sequelae resulted from this event. The device has been retained by the user facility. Therefore, no failure analysis is available. Without evaluating the device, company is unable to determine the exact cause for this event.